Event description:
The customer reported to baxter (B)(4) that during patient treatment with chemotherapy the tubing is disconnecting from the drip chamber on the 4-lead solution administration set. It is one of the tubes from the y-tubing. When the nurse adjusted the bag of adriamycin, the tubing disconnected from the drip chamber. About half the treatment was spilled out over the patient and the floor. The patient was given a new bag of adriamycin in order to get the right dose and the correct treatment. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A picture was provided by the customer, but it was not possible to confirm the reported condition. A batch review did not reveal any issues related to this complaint and passed all acceptance criteria.